Event description:
It was reported that the customer's insulin pump had black spots on the screen, which may have occurred after the device fell. The customer received a replacement insulin pump. The customer's reported blood glucose value was 130 mg/dl. No further information was provided.

Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. The insulin pump has minor scratches on lcd window and broken reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.